Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record, database review and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. It should be noted that coronary dilatation catheter, trek rx, instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. In this case, not soaking the device before use does not appear to have contributed to the balloon rupture. The investigation determined the reported difficulty of balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid to distal left anterior descending coronary artery. An unspecified stent was implanted. A 2.5x12mm trek balloon dilatation catheter (bdc) was wiped and flushed prior to use. The bdc was advanced without resistance for post-dilatation; however, the balloon ruptured on the first inflation between 8-9 atmosphere. The result was sufficient and no further post-dilatation of the unspecified stent was performed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.